Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the brakes are not locking properly, the bed still moves while in brake mode. No pt impact.